Event description:
It was reported that the right ventricular lead exhibited high impedance. It was noted that the issue may have been due to fracture. Programming changes were performed. There were no patient consequences.